Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) to report that one of the universal seal accessories being utilized had a triangle piece break off the gasket and fall into the patient anatomy. The performing surgeon happened to notice the fragment and it was subsequently retrieved and pulled out. After completion of the procedure, the staff checked the seal and discovered that it had a hole in it. No further complications or issues were noted following the incident. The csr advised that the staff would be informed to retain the universal seal accessory for further return and evaluation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said that the seal was inspected prior to use, and no damage was noted. The surgical task that was being performed when the seal fragment fell inside the patient was instrument removal. It is unknown what caused the seal to break or caused the fragment falling issue. The fallen fragment was immediately retrieved. No additional surgical procedure is required to remove the fragment. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically. There was no injury to the patient. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The seal and the broken part will be returned to isi. The photographic images of the device(s) or a video recording of the procedure are not available for isi review.